Event description:
Pt called alleging that the test strips are damaged. Pt mentioned that some of their test strips appear to be black in the testing area. Test strips have not been opened longer than the expiration date. Customer service was unable to resolve the issue and sent pt a new vial of test strips and a new meter.